Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-00200. Follow up information received identified surgical intervention was taken to revise the patient's scs leads. Reportedly, during the procedure the physician attempted to move the leads up one level, however, due to the physician experiencing some difficulty one lead was removed and the other lead was left at the t9-t10 placement. The patient reported receiving stimulation therapy coverage in the leg postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00200. It was reported the patient's scs leads migrated. Reportedly, one lead moved down a vertebral level and one lead moved laterally. A company representative met with the patient and attempted to reprogram the patient's scs system but was unable to recapture effective stimulation coverage for the patient. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2, reference MFR report: 3006705815-2018-00200. Additional information obtained identified the patient reported receiving stimulation therapy coverage of all painful areas. The reported issue has been resolved.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00200. Additional information received identified the patient's remaining percutaneous lead was explanted and replaced with a single surgical lead.